Event description:
It was reported that the patient stated that the water vapor therapy did not improve his symptoms post procedure and is still experiencing urinary retention. The patient underwent a transurethral resection of the prostate (turp) on january, 2022.

Manufacturer narrative:
Date of event: the exact event date is unknown.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. H6 impact code updated: there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom is a known risk associated with water vapor therapy, as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient stated that the water vapor therapy did not improve his symptoms post procedure and is still experiencing urinary retention. The patient underwent a transurethral resection of the prostate (turp) on (B)(6) 2022.